Event description:
It was reported that five months and two days post a chronic catheter placement, after collecting tests via the white line, when flushing to reinstall serotherapy, the catheter had allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows a partial view of the dual lumen chronic catheter in which a hair line was noted near to the clamp. No visual anomalies were noted. Therefore, the investigation is inconclusive for the reported failure as the provided photo seems unclear to confirm the reported event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2026), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and two days post a chronic catheter placement, after collecting tests via the white line, when flushing to reinstall serotherapy, the catheter had allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2026) the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.